Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to muscle stimulation. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. There was a cut through the insulation 14 cm from terminal pin which was likely related to the explant procedure. Resistance testing verified the lead was electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations.